Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection and pocket erosion. Reportedly, the patient had purulent discharge and an opening at the pocket site. No adverse patient effects were reported. The crt-d was explanted.